Manufacturer narrative:
Evaluation: patient's condition affected effectiveness of device (severe calcification) device failure/lack of effectiveness related to patient condition.

Event description:
An unk size aneurx bifurcated stent graft delivery system was successfully implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician had slight resistance while removing the delivery system from the pt. The delivery system was returned to medtronic with the following analysis. The likely root-cause for the compliant, as reported, may be associated with the combination of the pt anatomy, which was noted as severely calcified, and the previously implanted bare metal stent which in combination, could result in the deformation of the graft cover and the resultant removal difficulties. No additional clinical sequelae were reported and the pt is fine. Device met specifications prior to leaving medtronic facility per review of the device history record.